Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance low out of range. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance low out of range. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the patient was having an ablation procedure at the time of the signal artifact monitor (sam) episode.